Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window, a cracked case near the display window corners and a cracked reservoir tube lip.

Event description:
It was reported that the customer had high blood glucose levels. Customer stated that his blood glucose levels have been high for the past 3-4 months. Customer stated that he is going blind because he cannot regular his sugar. Customer's blood glucose level was 166 mg/dl. Customer stated that they have a back-up plan. Customer treated with the pump and has had to treat with manual injections at some points. Customer had a no delivery alarm in the alarm history but there was no bent or kinked tubing. The alarm was resolved by a complete set change. Pump passed high pressure test. Customer was advised to change the entire set, reservoir, and insulin. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.